Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that their calibration results were acceptable. The customer also stated that they tried new reagent kit and new calibrators from the same lot. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse replaced the tubing, sample probe and reagent probe. The customer stated that the issue still persists. They have moved their bun testing on to the advia 2400 instrument and the results have been acceptable. The cause of the discordant bun results on two patient samples is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated blood urea nitrogen (bun) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated bun result.

Manufacturer narrative:
The initial MDR 2517506-2017-00268 was filed on march 28, 2017. Additional information (04/14/2017): a siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist stated that blood urea nitrogen is a sample initiated method, which makes it sensitive to sample fluidics and ultrasonics. The hsc specialist also stated that a dirty or clogged sample drain could produce discordant results. The hsc specialist recommended that the customer verifies the functioning of sample fluidics, sample mix and sample drain and follow the proper sample handling procedures. Upon follow-up, it was discovered that the customer replaced the instrument's water source to deionized water. The customer did not obtain any additional discordant results since the replacement of the water source. The cause of the discordant bun results was due to poor water quality, resolved by replacing the water source. The instrument is performing within manufacturing specifications. No further evaluation of device is required.